Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the customer on how to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.